Manufacturer narrative:
The event recorded on the retrieved archive data from the autopulse lithium ion battery (sn (B)(4)) revealed an event on (B)(6) 2017 consistent with the customer reported event that occurred on (B)(6) 2017, thus confirming the reported event. Review of the retrieved archive data indicates that the battery was last charged successfully and last inserted in the autopulse platform on (B)(6) 2017 without error. On (B)(6) 2017, the battery was inserted in the autopulse platform and displayed a battery error. Additionally, the reported event was also consistent with the events recorded in the archive data retrieved from the returned autopulse platform (sn (B)(4)). The issue is likely attributed to the stiffness of the patient's chest, and/or the length of time the battery was used performing continuous compression causing the battery's state of charge to diminish at a faster rate. The investigation result for the platform is referenced under MFR 301067000-2018-00067. The battery was received with no physical damage. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. Following the charging attempt, the battery status indicator was checked and did not illuminate any led. This indicates that the battery is disabled. Unrelated to the event, further events were recorded following the reported event wherein the battery was inserted in the platform (on (B)(6) 2017 and (B)(6) 2018). The battery was not removed for approximately 4 days on both events. The battery subsequently depleted its charge after the last platform insertion and entered into preserved mode. The autopulse power system user guide states that "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged autopulse lithium ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not be able to charge in the mcc."

Event description:
The autopulse platform (sn (B)(4)) inserted with the autopulse li-ion battery (sn (B)(4)), was used during patient response while in transport. At an unspecified time during operation, the platform powered off by itself. Following this, manual CPR was immediately performed. After exchanging to another battery (sn (B)(4)) the platform performed approximately 10 minutes of compression until a recurrence of the platform powering off was again observed. The patient received manual CPR until the patient was handed over to the hospital. No known impact or patient consequence was reported. It was further reported that the user checked the batteries and it was indicated that the batteries had ample charge with three leds illuminated on the battery status indicator. This references the report low battery run time on battery (sn (B)(4)). Reference MFR 3010617000-2018-00067 for the report of the autopulse platform powering off by itself and MFR 3010617000-2018-00069 for the report of low battery run time on battery (sn (B)(4)).